Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted, replaced and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
When this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted, replaced and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
When this device is received and analyzed, a supplemental report will be provided.